Manufacturer narrative:
Date rec'd from MFR: 08oct2019. The field service engineer was informed by the customer when doing a follow up, that downloading the software upgrade and replacing the user interface assembly resolved the problem. The customer performed all required tests and was successful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported getting lines across the screen. Customer also reported that the issue is intermittent. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019.

Event description:
The customer reported getting lines across the screen. Customer also reported that the issue is intermittent. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.